Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint was not confirmed by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additionally, the instrument was found to have a frayed grip cable at the distal end. The probable root cause of the grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during da vinci-assisted surgical procedure, force bipolar instrument was found to have broken conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.